Event description:
It was reported that a patient was hospitalized (B)(6) 2015 for unknown reasons and was scheduled for an MRI (magnetic resonance imaging) due to back pain. The managing healthcare professional (hcp) was unaware that the patient had been having a problem or had been admitted. The drug being infused by the pump was unknown. No surgical intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n184650, implanted: (B)(6) 2009, product type: accessory; product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 8709sc, lot# n185825021, implanted: (B)(6) 2009, product type: catheter. (B)(4).